Event description:
It was reported that the patient¿s wife called reporting the patient is in hospice and is having heart problems. They have requested that the device be turned off. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).